Event description:
A doctor's office alleged that temporary restorations placed with tempbond clear had to be cut off during procedures for approximately three (3) patients. This is the first of three (3) reports.

Manufacturer narrative:
Patient information with regard to gender, age and weight were not provided. A permanent crown was placed for the patient following the removal of the temporary restoration. To date, the patient is doing fine. A physical test was performed on the returned product, yielding results within specifications. In addition, no similar complaints were received with regard to this lot.